Event description:
(B)(4). I had essure placed (B)(6) 2015 and since (B)(6) 2015 I have had severe anxiety attacks depression severe reflux issues bloating issues going to bathroom, headaches chronic discharge, urinary tract infections frequently severe back pain no sex drive heart palpitations heavy periods and clotting. Severe weight loss hair loss.